Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the user interface holder broke. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information stated that it was not the user interface holder that broke. It was the tube holder on the support arm that was replaced. The issue has been resolved and the device was delivered to the user in working condition. It is unknown how the tube holder broke. The support arm is connected to the ventilator and relieve the patient from the weight of the tubing system and can be fixed to correct position. The tube holder that was broken is mounted on the distal end of the support arm nearest the patient. Any breakage of this part will not affect ventilation therapy, and the weight of the tubing system will still be relieved from the patient, thus no patient harm can occur.

Event description:
Manufacturer's ref #: (B)(4).